Event description:
When the temperature is set, the system is not delivering the appropriate power to reach the set temperature. MFR rep informed dr that the system is designed to provide power adequate to 10-12 degrees below the set temperature. Dr. Believes that the company should provide a news bulletin regarding this design feature due to the fact that many doctors aren't aware of it. Many procedures have been aborted, prolonged, or repeated due to this problem.